Event description:
The customer reported a blue fluid leak of approximately 20ml from pinch valve pv49 on a coulter lh 500 hematology analyzer during instrument shutdown. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, glasses, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/09/2015. The fse found and replaced blue striped I-beam tubing with a cut in it at pinch valve pv49 to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).